Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2010 to report that her son experienced a failed sensor. Upon removing the sensor, they noticed that the full sensor wire was not there. Pt's mother confirmed that the wire fragment was visible underneath pt's skin. She stated that they did not try to remove the retained fragment and never visibly saw the wire fragment remove itself from underneath pt's skin. No medical intervention was required, and pt had no problems at the insertion site. Pt was fine at the time of this mother's call to dexcom technical support.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.